Event description:
It was reported that the patient underwent a gynecological procedure on and mesh was implanted. Although it was not listed on the complaint, an additional unknown mesh product was listed on the medical records as having been implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stage 2 rectocele and left inguinal hernia. It was reported that the patient had a concurrent procedure of an inguinal repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent excision of vaginal mesh, total abdominal hysterectomy, bilateral salpingo-oophorectomy, and lysis of adhesions on (B)(6) 2007 due to pelvic and abdominal pain, uterine prolapse, uterine fibroids and vaginal mesh erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.